Event description:
The report rec'd indicated that during a coronary procedure the physician advanced the 2.50 x 23 mm cypher stent; however, the device could not cross the lesion and the stent came off the balloon. As a result the stent had to be snared. There were no other complications or adverse events reported for the pt.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. However, a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The stent crossing profile test results were accepted according to specification. Additional info will be submitted within 30 days upon receipt.